Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The expiration is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4). The expiration is unknown.

Event description:
It was reported by the affiliate via email that during a knee arthroscopy the device produced mental particles (debris of the shaver blade). The procedure was completed with a second device. The affiliate did not report any patient harm. Additional information received from the affiliate reported that flakes from the blade (non-implant grade) were retained in the patient and there was a surgical delay

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and inspected. Visual inspection under magnification shows no evidence of scratches, score marks or missing material on the device. The device is in as expected condition. The device was also evaluated with the quality engineer from the group that is responsible for this product and she agrees that there are no anomalies on the device that would be evidence of any shedding of metal particles. No further information was provided on the if the returned device was the one that had the reported issue. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). The expiration date is unknown.